Event description:
It was reported that balloon rupture occurred. The patient was presented with peripheral arterial disease and underwent endovascular therapy. The 50% stenosed target lesion was located in non-tortuous and non-calcified common iliac artery. An 8.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 2 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries were reported and the patient was in good condition.